Manufacturer narrative:
An implant mount 3.4mm(d) x 15mm(l) (mmc15) was returned for inspection. Visual inspection revealed that the removal screw holding the mount is noted to be stripped and cannot be removed from the implant. This mount is heavily damaged from use. No device lot number was provided for the so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: documents identify instructions for connecting and inserting the reported ratchet extension: subcrestal implant placement protocol ¿ certain® internal & external hex connection parallel walled implants ¿for the external hex connection implant, pick up the implant from the surgical tray using the handpiece connector. ¿place the implant in the prepared site at approximately 15-20rpm. It is not uncommon for the handpiece to stall before the implant is completely seated. In dense bone (type I), tapping is required prior to placement of a 5mm(d) x 4.1mm(p), 6mm(d) x 5mm(p) and 5 and 6mm(d) implant and is optional for 4mm(d) x 3.4mm(p), 3.25, 3.75 and 4mm(d) implants. ¿to remove the implant mount, place the open end wrench onto the mount. Loosen the screw at the top of the mount with a large hex driver or the large hex driver tip inserted into the right-angle driver and rotate counter-clockwise. After the screw is completely loosened, rotate the open end wrench counter-clockwise slightly, remove the mount driver tip and open end wrench at the same time.¿ complaint indicates the transfer mounts could not be removed from the implants. The alleged event was confirmed upon inspection. A root cause for the reported could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Date of birth not provided, weight not provided, lot number not provided, title and email address not provided, device manufacture date.

Event description:
Doctor indicated that during a procedure to place an implant in the lower arch the implant mount would not disengage from the implant. However, doctor was able to complete the procedure, 4 implants were placed in the lower arch.